Event description:
During endoflip procedure (the functional lumen imaging probe (flip) with a volume based barostat bag), was placed at the lower esophageal sphincter for the post-intervention assessment of achalasia. The barostat bag/balloon was inflated while inserted, but did not register pressures. Able to obtain measurements with this particular balloon once, but the second time it did not operate properly. Another flip and balloon were used.